Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The root cause of the reported issue was unable to be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.